Event description:
In 05, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was reading inaccuratey erratic through the day. The patient had received resuluts such as 134 mg/dl, 156 mg/dl, and 208 mg/dl throughout the day (greater than 20 minutes apart). This comparison indicates possible inaccuracy but does not reasonably suggest a malfunction. The patient did not receive any medical treatment or intervention. The patient had also reported that her readings were different numbers. They had decimal points in them and her doctor had changed her meter settings back for her. Based on this information, the subject meter was in the wrong unit of measurement (mmol/l) and the doctor had changed it back to mg/dl unit of measure. Her control solution was expired and therefore, quality check could not be performed. A replacement meter and control solution was sent to the lay user/patient.